Manufacturer narrative:
The device passed testing. A review of the device history at the service center indicated touchscreen fail errors. Add'l testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen was unable to be calibrated. There was no patient involvement, no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.